Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset information, successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.